Event description:
There was an allegation of a questionable cholesterol gen.2 result from the cobas c 303 analytical unit for one patient. The initial result was 439 mg/dl, and the repeat result was 163 mg/dl. The sample was tested in a reference lab and had a result of 163 mg/dl. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The cobas c 303 analytical unit serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Calibration and qc were within specifications at the time of the event. Therefore, a general reagent or application-related issue is excluded. Gel was found in the sample probe. The sample probe was replaced. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.